Manufacturer narrative:
(B)(4). Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the zxr00 +21.5 diopter intraocular lens (iol) was explanted in a secondary surgical procedure, due to the patient experiencing constant glare around headlights and blurry twisting vision. No incision enlargement, no vitrectomy was performed and no sutures were used. A non-johnson & johnson lens was implanted as a replacement. Reportedly, no glare was reported post lens exchange. The account commented that the explanted lens is not available for inspection. No further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.